Manufacturer narrative:
Additional information added to: e tab and g2 for health professional. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. The reported event of device had failed preventive maintenance was created to document the event that the customer reported. The customer did not return the device for evaluation the device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 07dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. Failed 27mm plunger accuracy test. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the linear sensor replaced due to failed plunger position calibration. As found software version 9.33.0.50, as left software version 9.33.0.50. Force sensor replaced due to failed plunger force calibration. Exp plastic recall completed - rear case. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 07dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the linear sensor 8110/8120. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA: CAPA-1604765 for syr rear case.

Event description:
It was reported that the device failed preventive maintenance. Failed 27mm plunger accuracy test. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. Failed 27 mm plunger accuracy test. There was no patient involvement.